Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/7/25, the patient¿s contact reported a low blood glucose (bg) level at 53 mg/dl on the ilet. Patient had a secondary target adjustment earlier that day, but they were frustrated as the low still occurred. The agent reviewed synced data and treatment. The patient was pretreating lows, but today¿s low resulted from a standard meal, not corrections or extra insulin. The agent explained that insulin delivery will adjust over time, and the target change would not have affected today¿s low; advised patience over the next day or two. Patient corrected the low with glucose drinks every 15 minutes until bg stabilized. The patient experienced weakness during the event. No medical intervention required at the time of call.